Manufacturer narrative:
(B)(4). Evaluation summary: the suture mediated closure (smc) system was returned for analysis. The reported suture retrieval issue was confirmed. In addition, one of the anterior cuff tabs measuring one one-hundredth (0.01) of an inch square was broken off and was not returned with the device. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. Based on a visual/functional inspection analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported suture retrieval issue and applying manual arterial compression to achieve hemostasis appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of a femoral artery was attempted using a proglide device after a percutaneous coronary interventional (pci) procedure. Reportedly, the plunger was retracted; however, the suture was not present. The blue suture was found "burying" in the skin near the puncture site. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: dilatation catheter: sapphire ii 1.0/50, traveler 2.0/12; guide wire: xta, guia 1st, runthrough floppy; guide catheter: heartrail ii bl3.5m 6fr; stent: xience alpine 2.5/28, 2.75/18; plavix, bayer aspirin. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, additional information was received that indicated: it was reported that arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous coronary interventional (pci) procedure. No additional information was provided.